Manufacturer narrative:
(B)(4). Batch # l90y6k. The analysis results found that the fcs9 device was returned with its original package; the package was noted to be previously open. Upon visual inspection, it was observed that the tyvek from the packaging was damaged with one tear that was caused from the outside to the inside. This observed damaged compromises the sterility of the device. Furthermore foreign matter particles were noted loose inside the package. The particles were found to be carton particles. In addition, upon evaluation it was confirmed that there is no interaction between the package and the device that could have caused the found cut; it should be noted that the found tyvek damage is unrelated to the reported event and most likely was caused by an external sharp instrument, after the foreign matter was found and the device was rejected by the user. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. The reported foreign matter issue could not be confirmed due to the condition of the package. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an open thyroidectomy procedure, a nurse carefully checked a product before opening a package, a small external substance was found in a packaging. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.